Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarms 20 and 30) occurred during basal delivery with multiple cartridges. Following this, a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.